Event description:
It was reported that a pt underwent a sling procedure and removal of both ovaries in 2007. The pt experienced severe pain two weeks post-operatively. The pt reported to the surgeon that it felt like the bladder sling was "trying to come out or be rejected". The pt was hospitalized in 2008 due to the pain. A pelvic MRI and many tests were performed. Approx two weeks later, the surgeon confirmed that the sling was eroding into the vaginal wall. In addition, the pt experienced two to three bladder infections and one vaginal infection during the post-operative period. The pt saw a specialist and had a cystoscopy performed to determine if the mesh sling had traveled up into the bladder or urethra. A surgical procedure is scheduled to remove as much of the mesh as possible.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.